Manufacturer narrative:
The main circuit board was replaced to address the issue.. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During evaluation by a third party service center and after installation of a main circuit board, an astral device alarmed and the display did not turn on upon connecting to a power source. There was no patient involvement.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software corruption issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During evaluation by a third party service center and after installation of a main circuit board, an astral device alarmed and the display did not turn on upon connecting to a power source. There was no patient involvement.